Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps jaws did not open/close smoothly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The prograsp forceps instrument was analyzed, which did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additionally, the instrument was found to have a frayed grip cable at the idler pulley. Some bundles of the cable were frayed, but the cable is not fully broken.